Event description:
Pursuant to info received from the physician, the saline device was received with the "inner thermoform and sterile barrier opened." Thr MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.